Manufacturer narrative:
E1: patient city: (B)(6) patient country: greece.

Event description:
Reference number (B)(4) event occurred in greece. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set tubing came apart. The infusion set was in use for one day. The site of insertion was right abdomen. No further information available.